Manufacturer narrative:
Product ID: 977a260, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that four days after surgery, the patient noticed their implant shifted. Instead of being flushed under the skin it seemed to be bulging at the top of the implantable neurostimulator (ins) which was causing poor coupling. It was noted that there were two bars at best and that was difficult to achieve. Antenna locator was attempted but did not get very good range of coupling. It was noted that a flip was not confirmed. It was noted that there was stimulation in the wrong location. The patient felt stimulation in abdomen and legs only and not the low back. Symptoms included less than 50% therapy relief at the device pocket. The healthcare professional (hcp) planned to revise the pocket and possibly move location of the pocket per the patient request. Surgery was scheduled for (B)(6) 2014. It was noted that reprogramming would occur during a visit scheduled for (B)(6) 2013 to see if better coverage was attainable. It was noted that reprogramming was not conducted at the (B)(6) 2013 appointment as the ins was discharged at that time and could not be read. Additional information received reported that the device was not flipped but it was not in a flush pocket under the skin. The top/header side was close to the incision/skin while the bottom of the ins was deeper in the pocket. It was noted that a manufacturing representative had met with the patient (B)(6) 2013, but they still had not charged due to poor coupling. It was noted that antenna locator was used and achieved six consistent coupling bars and so they would meet in the future to attempting reprogramming. The plan was still to potentially revise the pocket to move to a better spot for patient. The patient was still not receiving effective therapy. Additional information was requested but was not available at the date of this report.